Manufacturer narrative:
Insulin pump received with broken battery tube thread noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the top of battery compartment was broken. The customer's blood glucose value was 130 mg/dl at the time of incident. Customer advised the pump will need to be replaced. The insulin pump will be returned for analysis.